Event description:
"Tip broke off during surgery inserting a screw; no pt injury". Additional info was requested from the distributor, not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.